Event description:
It was reported that during device upgrade, there was an issue with the set screw on the new device. The lead was unable to be secured. The device was explanted and a new device was implanted without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.